Manufacturer narrative:
The device was manufactured between 22jun2020 and 23jun2020. The device was received for evaluation with fluid noted inside the bag that contained the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bladder with green colored water. During and after fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stressmember. The tubing and the stressmember were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused leak. The inadequate tubing insertion depth was due to operator¿s manual assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked near the filling port . This issues was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.